Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient has suspected thrombosis as evidenced by increased ldh, minimal left ventricular end diastolic diameter fluctuation with increasing speed. The customer reported the patient has a past medical history significant for protein c deficiency and has been non-compliant with her anticoagulation medications. The patient's hemolysis/suspected pump thrombus is being medically managed, as she is not surgical candidate for pump exchange.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.